Event description:
Complainant alleged that during a routine preventative maintenance check the device's pacer functions were found to be out of the specified tolerances. The complainant indicated that there was no pt involvement in the reported failure.